Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial reporter is a j&j employee. A device history record (DHR) review was not conducted as manufacturing records related to the provided lot number were not available. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that handle mini-quick-coupl arrived assembled to the mating device. No other issues were found. A dimensional inspection for the handle mini-quick-coupl was unable to be performed since dimensions are not applicable to the complaint condition. A functional test was performed, but it was not possible to disassemble the screwdriver. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the handle mini-quick-coupl would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured. Revisions were reviewed: handpiece se current (only current revision was reviewed). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported on unknown date that the 310.950 is received as a blind unit from colombia on october 05th. There is no allegation reported against the device. This report is for one (1) handle mini-quick-coupl. This is report 1 of 1 for complaint (B)(4).